Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
Within visual inspection it was determined that a fragment is broken and the fractured surfaces showed the appearance of forced ruptures caused by stress crack corrosion. Furthermore, both cutting edges showed plastic deformations and fragments were broken off most likely resulting from cutting inappropriate products (e.g. Hard objects or too thick plates). Based on investigation results, the breakage occurred from stress crack corrosion. Stress crack corrosion occurred as a result of too high bending forces in combination with a longer contact with blood and body fluids due to insufficient or not proper cleaning. The long contact with blood and body fluids also caused local corrosion. No indications were found for any systematic, material or manufacturing related issue.

Event description:
Instrument was found broken upon arrival at hospital.

Event description:
Instrument was found broken upon arrival at hospital.